Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting in "error 2" message. Per the onetouch ultra owner's booklet; this error message could be caused by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the pt on august 20, 2009 and obtained the following info. The pt reported that the alleged issue began on the morning of the day prior to original date. The pt stated that she manages her diabetes by taking humalog insulin 1-3 times a day (based on a sliding scale) and lantus insulin at noon time. As a result of the issue, the pt claimed she took an educated guess regarding the amount of humalog and lantus insulin she administered to herself. On the afternoon of original date, the pt claimed approximately 1 1/2 - 2 hours after having breakfast her spouse noticed that she had developed slurred speech and her eyes were glassy. In response to the symptoms, the pt reported that her spouse immediately treated her with orange juice and the pt claimed she felt better afterwards. Prior to developing the symptoms, the pt stated that she had taken an unspecified amount of humalog insulin that morning before eating her breakfast. At the time of troubleshooting, the customer care advocate (cca) noted that the alleged error message was appearing when a test strip was inserted into the subject meter. The pt confirmed that the test strips appeared in good condition. The alleged error message remained unresolved when the pt retested. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.